Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 200 mcg/ml at 63 mcg/day and dilaudid 10 mg/ml at 3.15 mg/day via an implanted pump for non-malignant pain and chronic low back pain. It was reported a motor stall was seen on initial interrogation and the patient did not recently have an MRI. The motor stall occurred on (B)(6) 2019 and reached ¿stopped pump period may exceed tube set¿ on (B)(6) 2019. Patient symptoms were not reported. Further information was not provided. No further complications were reported/anticipated or expected.